Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) had noise. During lead revision procedure lead insulation damaged was noted. The rv lead was capped on (B)(6) 2021 and replaced. The patient was stable.